Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer's blood glucose was unknown at the time of incident. It was reported that there was a cross mark and broken segments on the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and a pump error 4 followed by a pump error 53 was present in the pump trace download, problem isolated to all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors.